Manufacturer narrative:
The pump was returned to animas for eval. During testing, load step did not detect cartridge and dispensed fluid. During eval the force sensor was found to be out of calibration, force sensor assembly was damaged, and green contamination was observed on force sensor.

Event description:
Pump is returned for short load step causing a large prime volume. Eval revealed partially dislodged force sensor pins. This report is being made based on the eval results.